Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) confirmed that the system having intermittent starting issues and glitches. After reviewed the log file it confirmed that system shuts down when changing between application software and psc. To resolve the issue rse advised reloading software and restored backup, the system was returned to use in good working order.

Event description:
It has been reported to philips that the azurion system was shut down when changing between application software and psc. Then the system had difficulty in booting. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting intermittently. Troubleshooting actions showed a potential software issue. The fse reloaded the software and returned the system to use in good working order.